Manufacturer narrative:
Out of an abundance of caution, this event is deemed reportable. A prepaid mailing label has been sent to the customer for return of the sample. If the sample is received, a supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
The consumer was using the swabs with copaxone injections. Has been injecting copaxone for 15 years with a kit sent with a glass syringe and needle. Had previously received kendals swabs, but this time, bd's product was received. The consumer took an injection and wiped a 7" long x 5" tall spot which is now sore with a rash. The consumer went to the doctor for the rash and prescribed 500mg cephalexin 4 times per day. The rash is clearing.